Event description:
It was reported that the user received a ¿cgm dosing stopped¿ alert while using the ilet with a newly applied freestyle libre 3 plus sensor that had not been started; after customer support guided the user to start the sensor, activation was successful and no further alerts were present. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy without reported interruption after sensor activation. Investigation included customer support troubleshooting and education, review of device alerts, and confirmation of proper cgm sensor initiation. Investigation of this case revealed that ilet dosing stopped because the cgm data stream was unavailable prior to sensor activation, consistent with expected device behavior when no cgm data are provided. It was concluded, based on previously established findings for similar reports, that the cause was user not starting the cgm sensor before use.